Event description:
It was reported that the patient developed an infection right at the pocket site about three weeks after implant ((B)(6) 2014). The area was leaking clear liquid. The patient was put on antibiotics and the infection ¿never did get any better, it got so bad she got sick and had to rush to the emergency room.¿ per the reporter, they were told it was bacterial meningitis. The patient was in the hospital for ten days and the pump was explanted on ¿(B)(6)¿ 2015. The patient reported that the infection resolved within a few weeks of explant. No drug information was reported; follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), product type: catheter. (B)(4).